Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was receiving lioresal (2 000 mcg/ml at 125 mcg/day) via an implantable pump. The lioresal lot number and other medications that the patient was taking at time of the event were unable to be obtained. The pump's indications for use (ifus) were noted as intractable spasticity and familial spastic paraparesis. It was reported that the patient's spasticity was responding well to the baclofen pump. The patient reported new onset of hair loss and bladder retention. It was unknown what led to the onset of hair loss, but the patient's physician felt that the bladder retention might be related to the intrathecal baclofen. No diagnostic or troubleshooting had been performed. The patient's neurologist referred the patient to an urologist to assess the bladder retention. The patient's status at the time of the report was noted as alive with no injury and it was noted that the issue had not resolved at the time of the report. The event date was approximated as (B)(6) 2016. Follow-up was conducted for the lioresal lot number, therapy start and end dates, other medications that the patient was taking at time of the event, and the contact information for the urologist the patient was referred to. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.